Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2014 device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime due to non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. No defects were found. The reported loss of prime issue was verified in the black box but not duplicate during the investigation.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014-device evaluation: the cartridge was returned to animas and tested by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A force test and a fill test were performed on the returned product and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.